Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 500 mg/dl. The customer removed the infusion set and saw blood in the cannula and at the site. The customer stated that she changed the site and her readings came down. The customer declined to troubleshoot because she thought the insulin pump was working fine. The insulin pump was not replaced or returned for analysis.